Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will be monitored per center protocol. No further details will be provided. This is the final report.

Event description:
A review of the recipient¿s test data indicated impedance issues. The recipient is experiencing good performance and does not require revision surgery at this time.